Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the ostium of left anterior descending (lad) artery. After a non bsc guide wire crossed to the lesion, the lesion was predilated with a 3.5 x 12 non bsc balloon catheter. A 4.00x16mm promus element drug eluting stent was implanted in the lad. Following implantation, a vessel dissection was found at the distal end of the lesion where the physician implanted a 3.5 x 20 mm promus element stent to cover the dissection. Post dilation was performed for good apposition. The procedure was completed with this device. No patient complications were reported and the patient was stable post procedure.